Manufacturer narrative:
Lens was returned in vial, in liquid. Visual inspection found haptic tears/torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 the surgeon felt that the injector was "binding" when he tried to advance the foam tip plunger and was concerned the 13.2mm, micl 13.2, implantable collamer lens, -12.0 diopter was "stuck." Surgeon extruded the lens, "thought he saw a small tear in the lens and decided to use the back up lens." There was no patient contact with the lens. The patient is doing well postoperatively with uncorrected vision of 20/20.